Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed therapy pcb assembly at the failure analysis center and determined the cause of the failure to be a shorted diode, designator cr30. The failure impacted defibrillation therapy delivery by affecting the biphasic energy waveform.

Event description:
It was reported that the device failed the user test and logged event codes in the memory. Physio-control's investigation found a critical failure that impacted defibrillation therapy. There was no patient use associated with the event.